Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 99 to 112mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot MFR's expiration date is 01/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event no reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 99 to 112 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:lo (B)(6) 2015 09:00am. 2:lo (B)(6) 2015 09:30am. 3:lo (B)(6) 2015 09:30am. 4:109mg/dl (B)(6) 2015 09:30am. 5:105mg/dl. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).